Event description:
Territory business manager called stating that he was an the ability expo, and an end user approached him about his 9xt chair, the end user loves the chair, but is alleging that he is starting to get a ulcer on his butox area. End user mentioned to the tbm that this was his traveling chair.